Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 02jul2019. The unit was sent in for bench repair and the blower and flow valve were replaced to resolve the reported issue. Parts were returned for failure investigation: this bipap focus blower assembly was tested and no failures were identified. This bipap focus sleeve valve was tested and no failures were identified.

Event description:
Customer contacted technical support stating that unit had error code message of over pressure condition. The customer reported there was no patient involvement.